Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that therapy never worked and their tremors are still there. The patient reported that therapy maybe helped for the first week or two, but also stated that if therapy was turned off, their tremors are even worse. The patient reported that the adjustments never worked. The patient also reported that the output from their ins interfered with their EKG results. The patient reported they developed poly neuropathy after getting their ins, and must go to their healthcare provider to get infusions for it. The patient also reported that due to their symptoms, the patient's spouse has to feed them. The patient reported that they used to be in a wheelchair prior to the ins implant, and now is back in a wheelchair due to the neuropathy as their balance is not good. No further patient complications have been reported as a result of this event.